Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the electrode belt connector would not securely latch to a test monitor. The cause of the inability to stay latched is a defective connector. The root cause of the defective connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was reporting a service code 204.